Event description:
It was reported that the patients ipg has perforated through the skin and created a hole. It was also reported the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. The explanted battery will not be returned as the facility kept it and the lead remains implanted per physicians preference.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).